Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on the left ventricular (lv) lead. Technical services (ts) suspected possible lead dislodgement; however, it was not conclusive. Therefore, further testing was recommended. The patient remained under monitoring. No adverse patient effects were reported. This device remains in service.